Event description:
On (B)(6) 2012, emergency support program 11:00 pm call. Customer reported low pressures (assisted pressures 58/45, unassisted 62/49) map 57, hr 82, co3-3.3, ci 1.6 to 1.8, svr 900. Pt had a CABG and a sensation iab inserted pre-op. The pt was receiving fluids and blood products. A waveform strip was faxed and the iab waveform was good. It was suggested clinician speak to the physician regarding current hemodynamics called to follow up; giving more fluids iabp functioning well. On (B)(6) 2012, maquet clinical rep reported the following: pt had a sensation 7.5 iab inserted in the ccl shortly after admission with cardiogenic shock. The following day, (B)(6), the pt went to the operating room for multivessel cab. The iabp was turned off during surgery, as is their normal process. The pump was restarted and the pt was weaned off bypass. In the ICU, the nurses reported that the waveform/numbers were not appropriate and an x-ray led the surgeon to advance the catheter, with resolution of the problem. Later it reoccurred, and the surgeon chose to wait until the following day when the iab was removed. The pt did not regain his preop neurologic status and was confirmed to have had a cva. Upon removal of the iab, the pa reported that he noted "a clot at the arterial lumen, none on the balloon membrane." The verbal report of the balloon tip location (per the nurse who took the telephone report from the radiologist and subsequently reported it to the surgeon) was that the tip is at t6-7. It was also reported that they capped the lumen with it full of blood. On (B)(6) 2012, the clinical rep reported a second cva and that the pt had since died.

Manufacturer narrative:
The iab catheter was not retained by the facility upon removal and thus was not returned for evaluation. A review of the reported events indicate that the iabp therapy was discontinued during coronary artery bypass. Note that the sensation 7 fr. Iab catheter instructions for use (IFU) section iii.b.13 states that the iab should not remain inactive for more than 30 mins because of the potential for thrombus formation. The reported event also indicated that when the iab migration reoccurred, the surgeon chose to wait until the following day, when the iab was to be removed. The sensation IFU appendix a, section 4. Also states that if the iab is mal-positioned in the aorta, it should be repositioned. This does not appear to have occurred. Lastly, the reported event noted that the lumen was capped off while full of blood. The sensation IFU states the following: section vi.c.2 "once the catheter is in place, aspirate and discard 3cc of blood from the inner lumen and then immediately perform a manual flush using a syringe filled with 3cc to 5cc of flush solution. This will minimize the chances of stagnant blood clotting in the inner lumen". Section iii.b.17 precaution: "the inner lumen should be connected to a standard flushing apparatus. This may reduce the incidence of occlusion due to blood coagulation". Conclusion: the reported info indicates that the repositioning of the iab as instructed in the IFU did not occur when it was identified. Also, most notably, the lumen was capped, instead of maintaining a standard flush as instructed. Thus the actions taken by the clinician were contrary to the sensation IFU and moreover, were known to contribute to blood clotting in the inner lumen. A detailed evaluation of the device, including root cause analysis could not be conducted as the product was not returned for evaluation. The sensation iab lot/serial number was not provided so the manufacturing/device history could not be reviewed. However, a review of the complaint and trend info confirmed that, to date, there have been no reported complaints regarding clotting at the sensation inner (arterial) lumen.